Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on colon during a laparoscopic colectomy, the yellow shipping wedge pin fell into the patient cavity and was retrieved.